Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the lead was difficult to place due to patient anatomy. It was also noted that the lead helix did not extend or retract as expected which affected the fixation of the lead. The lead was not used, and another lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The guide tooth of the lead was extrinsically damaged. The helix of the lead was extrinsically compressed. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.